Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a was found to be performing within expectations. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. It was reported that the patient is anemic, a condition which may impact the performance of the assay. A root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values patient's therapeutic range 2 .5 - 3.5. On (B)(6) 2016 inratio inr = 5.7; lab inr = 4.6; lab inr=3.1. Five hours between inratio inr test and first lab draw. Four hours between the first lab draw at physician's office and lab draw at the hospital. Patient's normal coumadin dosage was 10 mg daily. On (B)(6) 2016 physician had patient withhold coumadin dosage for the day and then resume the following day at 7.5mg. On (B)(6) 2016 inratio inr = 3.7 on (B)(6) 2016 inratio inr = 2.2 it was reported beginning around (B)(6) 2016, the patient noted blood in her urine and at one point (date not provided ) she threw up blood. Patient self tester was diagnosed with a urinary tract infection and was prescribed antibiotics. The patient indicated she declined being admitted to the hospital. Patient not currently undergoing any further treatment. She did note that her physician wants her to take vitamin k in order to treat a stomach ulcer she has been dealing with for a while, but she is hesitant to allow this because she is afraid it would interfere with the anticoagulation therapy. No treatment or hospitalization due to inratio inr values obtained.